Event description:
The reporter stated that the surgeon was inserting a 24.5 diopter aspheric three piece collamer lens, and a haptic tore off due to the msi-tm injector. The surgeon enlarged the incision to remove the lens and replaced it with another same type lens, no suture required.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection which shows three fourth of the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not received for evaluation. Evaluation conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.